Event description:
Additional information received reported there were no concerns with the catheter or the pump. The patient was seen by the healthcare provider (hcp) as of (B)(6) 2012 and had an increase in their dose, as they had an increase in spasticity. The hcp stated "there is nothing about a loop in the catheter", as previously reported. Hcp further stated there were no concerns regarding the pump or the catheter. It was unknown at the time what the dosage increase was. A follow-up report will be sent if additional information becomes available.

Event description:
A change in therapy effect was reported; patient was not getting good relief. It was added that they found a "loop" in the catheter when doing the dye study and they feel that something might be pressing on to the catheter. There were no kinks found in the catheter. Drug delivered via the device was gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).